Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over infusing more than 21ml" was not reproduced. Flow accuracy volumetric tests were performed with passing results 20.5ml and 20.3ml. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was over infusing more than 21ml in the biomedical service department. There was no patient involvement. No additional information is available.